Event description:
A healthcare professional reported that two phaco tip were plugged with a piece of plastic before the tip had made contact with the pt's eye. This occurred in two separate pt procedures. The tips were unplugged and continued with surgery. There was no pt impact reported for these two cases. Add'l info has been requested for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).